Event description:
It was reported "at 13:30 on (B)(6) 2023, the patient complained of pain at the puncture site during the infusion of chemotherapy drug (oxaliplatin) using peripheral central vein intubation (PICC). The responsible nurse immediately checked the infusion site of the patient and found slight swelling of the skin at the puncture point and around it, the size of 8*8, suspected extravasation of chemotherapy drugs, immediately stopped the infusion and withdrew the empty needle. Drain about 2ml of liquid. Notify the doctor in charge and the head nurse at the same time. The catheter was pulled out while pushing 10ml of normal saline. A break was found about 0.5cm away from the catheter, resulting in fluid leakage. Immediately soothe the patient and dispose according to extravasation of chemotherapy drugs."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.